Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm. There was no adverse impact on the customer's blood glucose level. Technical support confirmed the occurrence of multiple alarms and proceeded to replace the pump. The customer was instructed to return the problematic pump using the provided return box and pre-paid label, and advised on procedures for using the replacement pump, acknowledging all guidance provided.